Event description:
Info received indicates that the left head siderail will not latch in the up position. It appeared that a part of the latching mechanism for the head siderail is broken but she doesn't know what part.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.